Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was the pcu was turned on and immediately displayed the system error with code 110.6021 was not identified during the customer call. Technical support explained the error code 110.6021 has to be with keypad on unit, needs to be replaced and can lead to logic board or send in for repair, also confirmed part # for front case. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu was turned on and immediately displayed the system error with code 110.6021. There was no patient involvement.